Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod longer than 48 hours. Patient stated there was a tear in the adhesive and the cannula dislodged from the infusion site (leg). The patient had bumped the pod and experienced pain due to the reported issue.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or the adhesive welds. Although no issues were observed, the exact cause of the failure to adhere could not be conclusively determined. The failure to adhere did not affect insulin delivery. The formed needle and bottom housing were inspected for damages or defects that could cause pain during insertion and none were found. The exact cause of the pain during insertion could not be conclusively determined.

Manufacturer narrative:
Correction to d2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from (B)(4). Unique identifier (UDI) # changed to (B)(4).